Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced high blood glucose level of 301 mg/dl and there was possible under delivery. The customer's symptoms were not reported, but the customer treated with an insulin pen and the insulin pump. Troubleshooting was performed and there were no leaks or air bubbles. There were no site or insulin issues. The insulin pump passed the self test. The high pressure was unable to be performed at the time of the call since customer did not have tubing clamp. Tubing clamp was sent and customer advised to call back to perform high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.